Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA. The reported condition was confirmed however, the exact cause could not be reliably determined.